Event description:
String is broken on tampons [device breakage] sanitary individual packaging is open on all tampons [product packaging issue] cause was traced to manufacturing [manufacturing issue] case description: consumer reported via e-mail that the tampon string is broken in half on most tampons and the sanitary individual packaging is open on all tampons. No injury reported.

Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Event description:
Consumer reported via e-mail that the tampon string is broken in half on most tampons and the sanitary individual packaging is open on all tampons. No injury reported.